Event description:
Subsequent to the initially filed report, the following additional information was received. Reportedly, the first device was used on the right side and failed in step 2 as the plunger could not be pushed in completely. When the plunger was removed, the suture was not attached. With the second device, used on the left side, the suture was not attached when the plunger was removed. The sutures of four new proglide devices (two at each access site) were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty deploying the plunger could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device returning update from yes to no.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported cuff miss and mechanical jam could not be tested due to device components not being returned. A guide detachment was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device returning status updated from yes to no. H6: component code 4755 removed. H6: type of investigation code 4114 removed h6: investigation findings code 3221 removed h6: investigation conclusions code 4315 removed.

Event description:
Subsequent to the final report, the following additional information was received. Device analysis of of the first device noted that the guide was separated at the distal end of the guide tube and held together by the actuator wire. The guide material at the noted separation was jagged. Additionally, the device was returned with the lever closed and the foot deployed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
This was reported as arteriotomy closures of the left and right common femoral arteries using two proglide devices using the pre-close technique prior to an unspecified interventional procedure. The access site where the device failures occurred was not specified. Reportedly, the first device failed in step 2 as the plunger could not be pushed in completely, and when the plunger was removed, the suture was not attached. With the second device, the suture was not attached when the plunger was removed. The sutures of two new devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.